Event description:
The patient was said to have a very hairy chest, which was not shaved prior to combination electrode application. Reportedly, the operator had a difficult time obtaining good connection to the patient and observed a repeated connect electrodes prompt from the device. The patient was not resuscitated.